Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that a couple of days after implant date they noticed they were still going to the bathroom a lot at night. The patient increased the amplitude a couple of notches and felt stimulation, but they were still going to the bathroom all the time. One night a couple of weeks ago the patient woke up to an awful jolt in their bicycle seat area that felt really sharp. The patient said the jolt settled down and they went back to sleep, but they noticed they have still been going to the bathroom a lot the last couple of weeks. Two days ago the patient increased the amplitude "10 notches," but they still didn't feel any stimulation. Agent reviewed programming considerations and the patient decided to try another program. The patient tried 3 different programs during the call, but couldn't feel stimulation on any of them regardless of amplitude level. The patient did not have any falls/trauma prior to the event described above. The patient was redirected to their healthcare provider to further address the issue.